Manufacturer narrative:
Visual inspection revealed the healing abutment was fractured and damaged from the top collar. There was evidence of small pit holes that could be seen on the collar surface. The hex on top of the collar had wear damage and small cracks. Visual inspection in comparison with the drawing was consistent with the design of the healing abutment. The lot number for the healing abutment was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported that the healing abutment (tha53) fractured within the implant.